Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the monitor "did not ring", during desaturation at 80 while set to 90. There was no adverse event or patient harm reported.